Event description:
Facility reported: "endotracheal tube cracked at tip of cuff balloon. Tube changed, but the same thing happened again making it difficult to ventilate adequately. While changing endotracheal tube, had difficulty re-intubating pt. Pt coded, resuscitated. Tooth cracked during reintubation."